Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced parasthesias to the legs or feet due to too high of a concentration of bupivacaine. The patient was hospitalized for these symptoms. The patient had not been weaned off her previous drugs. Imaging was performed and found that the pump had no malfunction. The patient recovered without sequelae. The drugs used were compounded baclofen, morphine and bupivacaine.

Manufacturer narrative:
Implanted: (B)(6) 2008, product type catheter; product ID 8709sc, serial # (B)(4).